Manufacturer narrative:
Additional information received on (B)(4) 2012 revealed that the physician checked the basket prior to insertion and it appeared to work fine. Once the stone fragment was captured, the physician attempted to remove stone and at that point it was broken. No other information or clarification on how the basket was broken is available.

Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2012-03916 and 3005099803-2012-03918 for a description of the first and third device. A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket broke. It is unknown if this event occurred during the procedure of it was inside or outside the patient. It is unknown how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2012-03916 and 3005099803-2012-03918 for a description of the first and third device. A complaint was reported to boston scientific corporation on an escape retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket broke. It is unknown if this event occurred during the procedure of it was inside or outside the patient. It is unknown how the procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.